Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the asr system's acetabular cup detached, disconnected, created metallic debris, and/or loosened from patient's acetabulum, and caused him severe back and right leg pain which inhibited his ability to walk.